Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device met all release criteria and was released in the laa of the patient. Within 5 minutes from the release the device embolized. The closure device was still contained in the left atrium. A single curve was was used to attempt to snare the device with a 7fr snare device. Multiple attempts were made but were all unsuccessful. The device then migrated to the left ventricle. At this time the patient was transported to surgery where the device was successfully removed. During surgery the laa of the patient was also clipped. Later that day the patient was doing fine following these events and treatments. It was further reported that the patient was stabilized and discharged from the hospital. However, on an unknown date a few weeks post procedure, the patient passed away. The suspected cause of death was due to non-watchman related comorbidities.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device met all release criteria and was released in the laa of the patient. Within 5 minutes from the release the device embolized. The closure device was still contained in the left atrium. A single curve was was used to attempt to snare the device with a 7fr snare device. Multiple attempts were made but were all unsuccessful. The device then migrated to the left ventricle. At this time the patient was transported to surgery where the device was successfully removed. During surgery the laa of the patient was also clipped. Later that day the patient was doing fine following these events and treatments.